Manufacturer narrative:
At the time of the submission of this report, the unit in question is off limits to any further investigation due to possible litigation. No further details are available at this time.

Event description:
The customer was riding the stairlift up the stairs, when it suddenly tipped 90 degrees and allegedly dumped her down the stairs. She fell down the stairs.